Manufacturer narrative:
The pump passed the self test, active current measurement, sleep current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 130 alarm noted during the testing. Successfully downloaded history files and traces using thump. In further review of the formatted history file 2 days prior to the event date of 13-jan-2025, these pump error(s)/alarm(s) were noted: lost sensor 1 alert (780) was found on: (B)(6) 2025 11:06:00.000, on (B)(6) 2025 11:16:00.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert or unexpected sensor errors or anomalies were noted during testing. Insert battery alarm was found on: (B)(6) 2025 00:20:41.000 to on (B)(6) 2025 00:56:00.000, on (B)(6) 2025 10:29:16.000 to on (B)(6) 2025 10:40:14.000, on (B)(6) 2025 11:14:56.000 to on (B)(6) 2025 14:26:10.000. Pump error 23 alarm was found on: on (B)(6) 2025 00:57:03.000, on (B)(6) 2025 11:15:14.000 to on (B)(6) 2025 11:55:56.000, on (B)(6) 2025 14:26:03.000. Power loss alarm was found on: (B)(6) 2025 00:57:18.000, on (B)(6) 2025 00:57:26.000, on (B)(6) 2025 10:51:12.000, on (B)(6) 2025 11:15:25.000 to on (B)(6) 2025 11:56:17.000. Failed battery alert/battery failed alarm was found on: (B)(6) 2025 10:39:09.000 to on (B)(6) 2025 10:40:13.000, on (B)(6) 2025 11:14:56.000 to on (B)(6) 2025 11:55:33.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected due to pump battery does not have enough power. The customer had used a no power battery. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. No unexpected failed battery alert/battery failed alarm, pump error 23 alarm and power loss alarm noted during testing. Pump error 130 alarm was found on: (B)(6) 2025 00:05:09.000 to on (B)(6) 2025 00:45:13.000, on (B)(6) 2025 10:22:40.000 to (B)(6) 2025 10:53:04.000, on (B)(6) 2025 14:14:02.000, on (B)(6) 2025 14:15:03.000, on (B)(6) 2025 14:15:33.000. Pump error 43 alarm was found on: (B)(6) 2025 11:55:04.000, on (B)(6) 2025 14:13:55.000. The pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Corrosion was also found on the battery tube assembly noted. Pump error 130 alarm and pump error 43 alarm were confirmed according in the formatted history file due to corrosion on the pcba 1, pcba 2 and motor assembly noted. Pump error 82 alarm was found on: (B)(6) 2025 14:25:14.000. Pump error 82 alarm indicates that the power was granted to the motor microcontroller by the main microcontroller after the pump error 82 occurrence. During self test, the red led indicator turned on and the vibrator motor vibrated with both functioning properly which indicates the hardware worked as expected. Pump error 82 alarm was confirmed in the formatted history file due to software anomaly. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed all the required testing. However, pump error 130 alarm and pump error 43 alarm were confirmed according in the formatted history file due to corrosion on the pcba 1, pcba 2 and motor assembly noted. Corrosion was also found on the force sensor, vibrator assembly and battery tube assembly noted. Also, pump error 82 alarm was confirmed in the formatted history file due to software anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 130 (this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement). The customer reported no adverse event. The event involved product(s) mmt-1886. Customer reported receiving pump error 130. Customer was able to clear the error and complete the rewind process. Pump passed displacement test. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.